Event description:
The customer reported that the hemostasis was not adequate during use. It is unk what made the customer believe the hemostasis was not adequate. It is also unk if end tones or regrasp alarms were heard. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.